Manufacturer narrative:
According to the information provided by the technician, the device was switched as soon as the issue was noticed. It was confirmed that the leak was at internal tubing of the device. After reassembling it the issue has been resolved and the device was delivered to the user in working condition. Unfortunately, the device¿s logs were not available for further analysis as our technician was not on-site. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to internal tubing of the device.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).